Manufacturer narrative:
The device has not been returned for evaluation. On (B)(6) 2016 there was a revision surgery and the two screws from the c4 vertebral body were removed and replaced without incident. Root cause of the event is not known; however, fusion was noted to have occurred at 3 months. Construct loosening was noted at 24 months after surgery. Review of labeling notes: labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation". Device not returned.

Event description:
On (B)(6) 2014 a (B)(6) year old male patient underwent a 3-level procedure on c4 to c7. Twenty four months post-op it was discovered that one of the proximal screws fractured and was beginning to back out of the plate. No patient injury has been reported.